Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about potential causes of hypoglycemia, stating, "when you would like to exercise, use the workout preset to temporarily raise your correction range. The twiist aid system will use your workout range to help reduce the risk of low glucose events. Failing to inform the twiist aid system that you would like your correction range to be modified through the use of the workout preset may cause unexpected changes to your glucose to occur. About thirty minutes to an hour before you exercise, you should check your charts. Check your glucose chart to make sure your glucose is not predicted to drop in the near future, and your active insulin chart to see how much insulin is currently working to lower your glucose." No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 03-mar-2026. On their first day using the twiist automated insulin delivery (aid) system, the user experienced a severe hypoglycemic event following a short walk. The user reported that their glucose suddenly decreased to 38 mg/dl, characterized by the inability to think clearly, as well as physical instability and diaphoresis. The user reported being unable to treat themselves, and the user's spouse provided them with jelly beans to resolve the event. The user reported that they did not initiate the twiist workout preset prior to walking. The user remained ongoing on the twiist aid system following the reported event.